Event description:
It was reported that there was an auxiliary control unit (acu) watch dog failure alarm. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition with no external damage. A review of the event history log identified auxiliary control unit (acu) watchdog preceded by primary audible alarm post. Acu watchdog failure is a secondary alarm related to the primary audible alarm post. During functional testing was unable to duplicate the acu watchdog, primary audible alarm post at power up. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.